Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No device history record was reviewed since lot number was not provided.

Event description:
It was reported that the device exhibited a line block alarm. There was patient involvement, no injury was reported.